Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to complete a pump reset, which resolved the issue, and the caller successfully started their sensor session.